Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative was seeing the "settings not available" message. Around 3 weeks ago the patient noticed that stimulation would lower in intensity and then they would see the "settings not available" message. The patient was programmed at 0.2 ma, 220 pw, 1000 hz but normally needed stimulation at 6.0 ma. Contacts 9, 10, 11, 13, and 14 showed as greater than 40,000 ohms. The connectivity check was constantly fluctuating between green and red with these contacts. The patient moved and felt a sharp pain and shock near the battery site. The representative was advised to have an x-ray taken of the ins location to check the lead position in the header block. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2018 explanted: (B)(6) 2019. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that surgery was done to determine the reason for the high impedance readings. It was reported that they re-inserted the lead and impedances were still high. They switched the lead to a 0 through 7 slot and they still showed high impedances in the same electrodes on 8, 10, 14 and 15. The lead was replaced and all impedances were now within normal limits. The lead would be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-nov-12 from a health care provider (hcp) via the manufacturer representative reporting that the stimulation turning off seemed to be due to the high impedances along the 8-15 lead. This was causing the intensity to decrease and the patient to get an out of regulation (oor) message. The cause of the battery depletion issue was unknown. The lead was scheduled to be revised at the end of the year. No further complications were reported.

Manufacturer narrative:
Analysis of the lead (product: 977a260 , s/n: (B)(4)) determined that all conductors were broken 24.3 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. A supplemental report will be submitted when analysis results for the returned lead are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's stimulation is turning off at random times. The reported that he goes to bed with the battery fully charged and on. When he wakes up the battery is half charged and the stimulation is turned off. He also reported this occurs during the day as well. It is unknown if any external factors contributed to this. No diagnostics were done at this time. The patient reported this via the telephone and has an appointment on (B)(6) 2018 where a rep will be present. Th rep will connect to the battery to determined usage of the stimulation utilizing reports and will attempt to troubleshoot. It was noted the patient has medical history of a hip labral tear that the patient is having surgery for in (B)(6) 2019 (unrelated to their ins/therapy). No further complications were reported. No additional patient symptoms were reported.